Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
(B)(6). A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the archive had insufficient information to determine the probable cause of the imprecision as the registration was noted to have proper coverage. Analysis found that the analysis was inconclusive and probable cause was unable to be determined.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision of about 5 millimeters following a successful registration. The site reported that the exam was out of protocol, where they then loaded an new exam, register and the imprecision was observed again. The site opted to complete the procedure with a second medtronic navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.